Event description:
It was reported that the camera head cord was cut in half. The issue occurred during a withdrawal/closure for a diagnostic procedure ( gastric sleeve). The procedure was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the cable had separated into two pieces. Based on the investigation's results, the most probable cause of the complaint which is expected or random component failure without any design or manufacturing issue. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.